Manufacturer narrative:
Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2009, a spectra non-inflatable penile prosthesis was implanted. On (B)(6) 2011, the entire device was removed and replaced with an ipp, due to patient dissatisfaction, details were not provided. No patient complications reported.